Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; emergency endovascular management of a symptomatic pseudoaneurysm of the left subclavian artery ostium using a combination of an abdominal aortic stent-graft extension cuff and a periscope stent graft valdés, diego caicedo et al. Annals of vascular surgery, volume 55, 307.e13 - 307.e17 https://doi.org/10.1016/j.avsg.2018.06.033. Off-label: endurant aortic cuff used to treat pseudoaneurysm of the left subclavian artery ostium. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was used for the endovascular treatment of a 4.2x4.3x4.3cm thoracic aortic pseudoaneurysm located at the left subclavian artery ostium. The procedure was completed off label as no thoracic graft was available. It was reported immediately post the index procedure, the patient developed bradypsychia, dysphasia, and disorientation. A minor stroke was suspected, and brain cta confirmed an infarct in the left parietal region. The patient was commenced on life-long antiplatlet therapy. The following day, chest thoracic cta showed that there was complete thrombosis of the pseudoaneurysm and that both stent-grafts were patent without endoleak. At discharge, the patient had no dysphasia or any neurological deficits. The cause of the stroke was determined as likely procedure related. No additional clinical sequelae were reported and the patient is fine.